Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hld.

Event description:
It was learned that a patient with a 31mm 7300tfx valve in the mitral position was explanted after an implant duration of 4 years, 4 months due to severe calcification and severe stenosis, immobile leaflets. The patient presented with sob. The explanted valve was replaced with a non-edwards mechanical valve. Per medical records the patient underwent redo-mvr with a non-edwards valve. Intraoperatively, the old valve was noted that the leaflets were heavily calcified and immobile.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 31mm 7300tfx valve in the mitral position is under evaluation for a valve-in-valve procedure after an implant duration of 4 years, 3 months due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.